Event description:
It was reported that the patient presented in clinic for a follow up visit. The implantable cardiac monitor device exhibited backup vvi operation. The device was explanted on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation: final analysis found that the device exhibited backup vvi mode due to power on reset. After a product code download, normal function resumed.